Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that the paramedics were called three times to assist customer at home. The blood glucose reading was low when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.